Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, while setting up for a procedure the erbe would not power on. The technical support engineer (tse) reviewed the system logs and there were no related errors. The tse had the customer verify the erbe power cable was fully seated at both ends. The customer reseated the power cable at both ends. Tse asked customer if the erbe was plugged into a dedicated wall circuit and the customer was unable to confirm. The customer tried relocating the erbe power cable to another wall outlet with no change. The customer did not have a force triad generator or another dv system available. The customer elected to convert to laparoscopic surgery to complete the case. There was no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse tried multiple cables and outlets, but the issue persisted. Fse replaced the erbe. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The erbe was analyzed and the reported failure was confirmed and reproduced. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.